Event description:
The customer reported to customer service that their pump changes modes on it's own. The customer stopped using the pump when it was not working correctly and developed mastitis.

Manufacturer narrative:
Customer service sent a replacement pump to the customer. The customer has been contacted regarding the return of the pump. Should additional info, or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. The customer was successfully contacted by a medela clinician on (B)(4) 2012, at which time the customer confirmed that her issues were resolved with the use of the replacement pump. Subject pump has not been returned at the time of this complaint. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)].